Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 29 - motor cart range low) occurred during the load process. Reportedly, a new cartridge was loaded to address the event. Multiple attempts were made by tandem¿s technical support to obtain blood glucose level; however, no additional information regarding this event was provided.